Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc recommended the customer to perform precision testing, which resulted with good reproducibility. Quality controls were within range. The cause of the discordant, falsely low na, k, and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k), and chloride (cl) results were obtained on one patient sample on a dimension xpand plus with hm instrument. The sample resulted as expected upon initial run except for the na result, which was falsely low. The sample was automatically repeated on the same instrument, resulting discordantly low for na, k, and cl. The discordant results were not reported to the physician(s). The sample was automatically repeated a second time, resulting higher. The sample was then manually re-run on the same instrument, resulting higher and matching the results of the second repeat. The re-run results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k, and cl results.